Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that an unknown duration post implant of this 20mm bioprosthetic valved conduit, the physician noted increased gradient and stenosis in the conduit. The device was explanted and replaced with a 25mm bioprosthetic valved conduit. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that this device was implanted in a pediatric patient for approximately four weeks. The device was explanted and replaced due to increased gradients and stenosis. If information is provided in the future, a supplemental report will be issued.